Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through litigation process that approximately sometime later post port placement procedure, the patient allegedly developed with infection and thrombosis. However, the current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. The medical records allege the patient underwent left subclavian port placement procedure for poorly controlled diabetes mellitus. The left subclavian vein was accessed, and a guidewire was placed under fluoroscopy. A small incision was made along the right upper chest and a pocket was created for port. The guidewire was then tunneled underneath the skin and brought out from the chest incision. Under fluoroscopy, the dilator with the sheath was placed over the guidewire and the wire removed. The catheter was placed through the sheath and passed off the field, both ends of the sheath were completely removed. The catheter was cut at appropriate size and the distal end connected to the port. The port was secured to the chest wall and port was flushed with heparinized solution. Around sixteen days later, the patient presented to hospital with the complaints of abdominal pain and diarrhea. She had been weak and dizzy, and evaluation reveals acute colitis. She was treated empirically with antibiotics and was improving throughout the stay. Her blood sugar was under good control, and she was discharged home three days later. Per the medical record review, the investigation is inconclusive for thrombosis, but it is confirmed the patient had an infection. However, the relationship between the port and the alleged adverse event is unknown, and there was no device malfunction that was reported or occurred. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through litigation process that approximately sometime post a port placement, the patient allegedly developed with infection and thrombosis. However, the current status of the patient is unknown.